Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2017. Revision due to pain, grinding/popping sensation, persistent swelling and limited mobility with aseptic loosening of the tibial and femoral components - cement to implant interface. On (B)(6) 2017 medical records and claim letter reviewed. Primary operative notes (B)(6) 2012 indicate the patient received a left total knee arthroplasty due to degenerative joint disease of the left knee. Procedure was completed without complication noted. Post-op x-ray reveals a well seated left knee arthroplasty with no fractures or dislocations. Office notes (B)(6) 2015 indicate the patient presents with pain, grinding/popping sensation, swelling and limited mobility. Bone scan results show signs of implant loosening. Revision operative notes (B)(6) 2015 indicate the patient received a left total knee arthroplasty revision due to left knee pain, persistent swelling and limited mobility with aseptic loosening of the tibial and femoral components. Pathology findings from submitted intra-op specimen joint fluid revealed no signs of acute inflammation, gram stain shows rare wbc, no organisms seen. Procedure detail indicates that the patella was quite stable. The femoral component was felt to be loose and was removed with only a small amount of bone loss. The tibial component was grossly loose within the mantle and could be lifted without any difficulty. Procedure was completed without complication noted. Office notes (B)(6) 2016 indicate the patient is currently experiencing a little bit of swelling and not much discomfort. Left total knee has no ligamentous instability, well healed incision. Updated 10-5-2017.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.